Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as red and itchy bumps under the front te pad where blue gel was leaking. The patient¿s nurse applied cortisone cream to the area. Follow up indicated that the irritation improved.